Event description:
It was reported the patient expired in 2008. The patient had bony metastatic colon cancer with intractable pain from lumbar radiculopathy. The patient was last seen in the clinic twenty three days earlier. The cause of death was reportedly unrelated to the implanted system. The drug used in the pump was a mixture of morphine sulfate 15 mg/ml; bupivacaine 40 mg/ml, compounded baclofen 250 mcg/ml, and clonidine 250 mcg/ml, at a rate of 0.6004 ml simple continuous with infusion pa enabled.

Manufacturer narrative:
.